Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by an MRI technician that the patient said the device is not working, they have not turned on device in "quite a while, a few years". The reason the patient was not using the device was not known. Compatibility information was given to the caller for MRI. No symptoms were reported and no further complications were reported or are anticipated.